Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A philips field service engineer evaluated the device at the customer site and confirmed the failure. Replacing the ECG connector resolved the issue.